Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient experienced a loss of therapy. As an action/intervention the patient's pump was replaced.

Event description:
Information was received from a healthcare provider (hcp) and a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that in the past the patient had concern that the pump was not functioning properly. No further information was available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.